Event description:
During on-site service, the baxter service technician identified an insert slide clamp alarm on a flogard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, and functional testing were performed. The insert slide clamp alarm was identified during the functional test. The alarm was caused by a damaged safety slide clamp assembly. The slide clamp assembly was replaced, and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.